Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection revealed an observation of a benign crack in the polycin vorite of the sense b notch. The crack did not progress into the lead insulation. Although the crack seen on this device did not lead to the field allegations, it is being tracked for product improvement purposes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had a stored untreated episode that was requested for review. Technical services (ts) reviewed device episode data and found that the episode was due to oversensing of noise while in the primary vector. Ts advised for x-rays and testing of the secondary vector. This s-ICD system was explanted and replaced with a new transvenous ICD system. No additional adverse patient effects were reported. At this time, the explanted product has not been received by boston scientific for further analysis. According to additional information, this s-ICD has not yet been explanted. It was deactivated but remains implanted. It was replaced with a new transvenous ICD. No additional adverse patient effects were reported. Later, this device was explanted at the discretion of the physician for a therapy upgrade.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had a stored untreated episode that was requested for review. Technical services (ts) reviewed device episode data and found that the episode was due to oversensing of noise while in the primary vector. Ts advised for x-rays and testing of the secondary vector. This s-ICD system was explanted and replaced with a new transvenous ICD system. No additional adverse patient effects were reported. At this time, the explanted product has not been received by boston scientific for further analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had a stored untreated episode that was requested for review. Technical services (ts) reviewed device episode data and found that the episode was due to oversensing of noise while in the primary vector. Ts advised for x-rays and testing of the secondary vector. This s-ICD system was explanted and replaced with a new transvenous ICD system. No additional adverse patient effects were reported. At this time, the explanted product has not been received by boston scientific for further analysis. According to additional information, this s-ICD has not yet been explanted. It was deactivated but remains implanted. It was replaced with a new transvenous ICD. No additional adverse patient effects were reported.